Manufacturer narrative:
The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The hrc technician inspected the bed and identified that root cause of the self-run was that the pendant had stuck buttons. As per the user manual, the following is recommended for the end users, it is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hrc technician recommended to replace the pendant, however, the pendant was removed from the bed upon customer's request. Given the low rate of occurrence of this failure mode, hill-rom is not taking any further actions at this time. We will continue to monitor the field performance of this component. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed in the ward closed itself in a u shape. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).